Manufacturer narrative:
The lens was returned adhered by solution to a piece of paper inside a small peel pouch. Solution is dried on the lens. The optic is cut into two pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The replacement lens was a different model and power than initial lens. There is one other complaint in the lot. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted the patient had glare and halos. Approximately six months after initial implantation, the lens was exchanged for a monofocal lens. Additional information was requested.